Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the avalon fm30 fetal monitor indicating that the fetal monitor inaccurately displayed severe and prolonged bradycardia for approximately longer than 5 minutes (heart rate dropped to 0). The device was in use at time of event, and no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. A philips fse visited the customer site to evaluate the device. The results of functional testing indicate that there was no malfunction of the device, and the device is working as specified. The fse performed a technical evaluation of the device and found no issues. The fse states that the ultrasound probe is working as intended and there is no damage to the crystals. The customer was informed that the sudden drop in fetal heart was likely the result of fetal movement within the mother. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the device is not reading (device had severe and prolonged bradycardia for more than 5 minutes). It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.